Manufacturer narrative:
Supplemental report submitted to include completion of the engineering evaluation and correction. Corrected h6: health effect - impact code. The device was returned for evaluation and an engineering evaluation was performed. The following visual examinations were noted on the returned device: distal tip split. Soft tip damage. Scratches on the hdpe near the distal tip. Hdpe puncture approximately 0.5'' from distal tip. Scratches along the sheath shaft. Liner torn at three locations: approximately 2'' in length from distal strain relief, approximately 1'' in length starting 2.25'' from distal of strain relief, and approximately 7.25'' form distal of strain relief. Distal strain relief tear approximately 0.25'' in length from distal strain relief. Liner is bunched and stretched. Liner thickness was measured along the liner tear and all measurements were found to be within the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of sheath distal tip split and sheath liner torn were confirmed based on the returned device and provided imagery. However, no manufacturing nonconformance was identified during evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, ''as reported, the valve strut bent backwards in esheath during advancement. There was no resistance between the valve/ds and the esheath noted. The device was removed.''. Per product evaluation, distal tip was split and the liner was torn at three locations. Per imagery reviewed, patient's access vessels had presence of calcification and tortuosity. Calcification and tortuosity can lead to non-coaxial advancement between the delivery system/valve and sheath, which may cause increased interaction of the valve and liner. Additionally, calcification can damage the exposed portion of the liner and weaken it, further contributing to the liner tear. Excessive manipulation may exasperate the interaction of the valve and the liner, leading to the liner tear. Interaction with sharp calcified nodules in combination with excessive manipulation may also cause the reported distal tip split. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (valve caught on liner, excessive manipulation) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-01124.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent a transfemoral tavr. As reported, the valve strut bent backwards in esheath during advancement. There was no resistance between the valve/ds and the esheath noted. The device was removed. A second device was prepped and implanted successfully. There was damage noted on the 1st esheath. It was split/pierced at the distal tip. There were no patient injuries.